Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the lead exhibited clavicular crush. The lead was removed and replaced.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded between 10.5 cm and 12.5 cm from the connector pin due to friction to the device can.